Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced due to fluid leak from a hole in the cuff. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the component underwent a thorough analysis. Visual examination identified a tear in the shell proximal to the cuff seam. The damage is consistent with wear and material fatigue at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the information available and analysis results, the reported fluid leak and hole in the cuff were confirmed to have contributed to the reported clinical observation.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced due to fluid leak from a hole in the cuff. No patient complications were reported.